Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Trauma, rotary violence.

Manufacturer narrative:
An event regarding revision after a trauma involving a triathlon insert was reported. Examination of the returned device confirmed fracture of the insert. Method & results product evaluation and results: visual inspection: the returned device was examined with the aid of a stereomicroscope at magnifications up to 50x. Damage was observed on the distal and anterior surfaces of the insert which is consistent with the explantation process. Backside impressions on the distal surface of insert are consistent with contact against a tibial base plate. Damage was observed on the articulating surface of the insert which is consistent with contact against the femoral component. The damage present on the articulating surface is consistent with burnishing, scratching, and third body indentations; these are common damage modes of uhmwpe. The fracture damage on the posterior portion of the lateral condyle is consistent the reported event. Material analysis the fracture damage on the posterior portion of the lateral condyle is consistent the reported event. The damage on the articulating surface of the insert is consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: a review of the provided medical information by a clinical consultant indicated: adverse event identified; revision of polyethylene after traumatic event; hazards: none clearly related to implant. Conclusion of assessment: the revision surgery was confirmed. It is unclear what the exact reason was for the revision, or what the finding was at the time of arthroscopy or open surgery. Obtaining the implant may provide insight into the cause for revision or effect of the trauma on the polyethylene. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: material analysis of the device concluded that the fracture damage on the posterior portion of the lateral condyle is consistent the reported event. No further investigation for this event is required at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Trauma, rotary violence. Additional info: the patient got a tractor tyre over him and thereby the rotary violence.